Event description:
The patient felt no stimulation sensation after falling off a ladder into the bathtub. The patient was seen in clinic and impedances were within normal limits on each contact of the quadripolar lead. The device was programmed to '1x4'. The stimulation amplitude was ramped up to 8.5 volts and the patient still felt no stimulation sensation. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.